Event description:
During the procedure the rotor on the tumescent pump did not work properly. No injury to the patient reported.

Manufacturer narrative:
Additional infromation as well as the device to be returned have been requested. Should additional information become available, a supplemental report will be sent.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the tumescent pump was returned and evaluated. Investigation showed improper functional of the foot pedal which caused the pump failed to operate.